Event description:
Three smart site extensions could not be primed with saline when connected to a saline flush and therefore not usable. All three have same lot and reference number. FDA safety report ID# (B)(4).